Event description:
Per parents, ventilator had been acting weird all day with unusual pip and vte readings. They also noted more auto-cycling than usual and patient was not comfortable. Patient placed on supplemental oxygen with the vent all day (which is not his baseline). Late at night they noted that patient had become disconnected from the vent and the vent did not alarm. Dad was confident that the circuit was not occluded by anything to prevent the low pressure alarm. Dad noted the vent was displaying "low press," but nothing was audible and it had not been presilenced. Patient then started to crash so they took him off the vent and bagged. He recovered quickly with bagging. While patient was being bagged, dad put the vent circuit on the test lung. He noted the test lung did not fill up like it usually does, and there were still no vent alarms. When patient was stable they tried a new circuit on the vent, but it was still malfunctioning. Patient placed on the back up and patient had no issues with the backup vent, was stable, and no longer required supplemental oxygen. Ventilator was exchanged out of the home and will be sent back to manufacturer for further evaluation.